Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/12/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. On day 3 after the sensor was inserted, the patient started complaining about itching and irritation. The sensor was removed on (B)(6) 2017. After the sensor was removed, it was noticed that there was a blistering rash that was oozing and had redness. On (B)(6) 2017, the patient's mother took the patient to their physician. It was indicated that the patient had a skin infection. The patient's physician took a culture; however, results were not provided to the patient. The physician also prescribed cephalexin to treat the affected area. At the time of event, the patient was in stable condition. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.